Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer surgical cable¿s atrial clip did not close on its own. The cable was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The cables were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable's clips do not close, preventing secure fixation of the lead. It was noted that the clips were not sterilized prior to being tested. The cables are expected to be returned for analysis. There was no patient involvement.